Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported single leaflet device attachment/slda could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report single leaflet device attachment/slda it was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted dilated annulus. On (B)(6) 2021, one clip was successfully deployed, reducing mr to 1. However, the next day, the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). The physician stated the cause of the slda is unknown. Additional treatment was not performed. It is unknown at this time if mr increased. A second procedure may possible be scheduled for a later date. The patient was discharged. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported patient effect of mitral regurgitation (mr) is a cascading event of slda. However, reported patient effect of mr, listed in the instructions for use (IFU), mitraclip g4, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the final report filed, the following additional information was received: on (B)(6) 2022, another re-do mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 3-4. One xt clip was implanted next to the slda clip. A second xt clip was placed between the slda and the first implanted xt clip. The procedure was complete with a final mr grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, a cause for the reported single leaflet device attachment/slda could not be determined. The reported patient effect of mitral regurgitation/mr is a cascading event of slda. The reported patient effect of mr is listed in the mitraclip g4 instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.h6: patient code 2199 removed.

Event description:
Subsequent to the final report filed, the following additional information was received: on (B)(6) 2022, the patient was re-admitted to undergo a second clip procedure to treat the slda and recurrent mr grade of 3. The procedure was unsuccessful. No clips were implanted, and mr is 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Reportedly, the mitral regurgitation (mr) increased to 3-4 as a result of the single leaflet device attachment/slda. Additionally, the reported patient effect of mr is listed in the mitraclip g4 instructions for use as a known possible complication associated with mitraclip procedures. Based on available information, a cause for the reported slda could not be determined. The reported patient effect of mr is a cascading event of slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initially filed report, the following additional information was received: the mitral regurgitation (mr) increased to 3-4 as a result of the single leaflet device attachment/slda. No additional information was provided.